Event description:
This is filed to report ventricular tachycardia storm requiring ablation, single leaflet device attachment and worsening mitral regurgitation. It was reported that a mitraclip procedure was performed on (B)(6) 2019 to treat functional mitral regurgitation (mr). Two clips (90430u154 and 90416u142) were implanted with no reported issue, reducing mr from grade 4 to grade 1. On (B)(6) 2022, the patient presented to the hospital due to ventricular tachycardia (vt) storm and underwent vt ablation. It was noted that the mitraclip did not cause or contribute to the vt storm. However, it is unknown what caused the vt storms. On (B)(6) 2023, the patient presented to the hospital with heart failure. A transesophageal echocardiogram (tee) was performed and revealed severe mitral regurgitation grade 4+, and a single leaflet device attachment (slda) occurred. One of the clips had detached from the anterior mitral leaflet (aml). It was noted that no treatment was performed for the slda. The patient was discharged from the hospital due to the heart failure symptoms not being severe. No further patient complications were reported in relation to this event. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history records revealed no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint histories did not indicate a lot-specific quality issue. Based on available information, the reported heart failure was due to the recurrent mitral regurgitation. The reported recurrent mitral regurgitation was due to the single leaflet device attachment (slda). The cause of the reported incomplete coaptation associated with the slda could not be determined. The cause of the reported tachycardia could not be determined, as it was noted the device did not contribute to the tachycardia. The reported patient effects of mitral regurgitation and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.